Event description:
It was reported that the abutment screw broke off in the apical third of the implant requiring the implant to be removed. Patient will return for a new implant. Tooth #14.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw broke off in the apical third of the implant requiring the implant to be removed. Patient will return for a new implant. Tooth #14.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 5/4 x 10mm4 x 11.5mm, xiitp5410 was returned for investigation. Visual inspection via naked eye and camera magnification was completed. A fragment of a screw was identified within the drive feature of the implant. Per: pre-existing conditions noted on the complaint. Bone density type ii. The reported device was located on tooth site #16 (fdi). Picture/x-rays: no pictures or x-ray images were provided. Review of appropriate documentation: instructions for use: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019. Per IFU: fracture may occur when abutment is loaded beyond its functional capability. DHR review: DHR review could not be performed as the lot number associated with the reported unknown biomet screw is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review for the unknown biomet screw could not be performed as the lot/item numbers were unknown. Post market trend review: may post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (xiitp5410 & unknown biomet screw). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Supplemental medwatch provided as the date received by manufacturer date provided under g3 under MFR # 0001038806-2022- 0227 was originally provided as (B)(6)2022 but was found to be (B)(6)2022 section corrected: g3: date received by manufacturer.

Event description:
There is no update to the original complaint description provided.